Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer jacket of the driveline near the metal connector was confirmed based on an onsite evaluation by an abbott representative as well as a submitted photograph. It was reported on (B)(6) 2019 that the patient had a tear in the driveline near the metal connector and the center planned to apply rescue tape on the area of damage. No alarms or functional issues with the device were reported at the time of the event. The submitted system controller log file contained data from (B)(6) 2019 ¿ (B)(6) 2019 and appeared to show the system operating as intended with no indications of potential driveline wire damage. No atypical alarms or events were captured and the pump speed remained above the low speed limit without issue for the duration of the log file. Review of the photo submitted by the account revealed a crack in the outer silicone sleeve adjacent to the tapered portion of the distal end bend relief where the nipple housing of the metal connector is located on the driveline. The underlying clear bionate/nipple housing of the metal connector was not visibly exposed in the photo and the distal end bend relief was not completely separated from the metal connector. A clamshell repair kit was installed by the technical services representative on (B)(6) 2019 under work order 73112 with no issues. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had tear in it, near the metal connector. The patients reported no alarms but numerous pulsatility index events were seen within the log files. The mcs equipment is operating as intended. The patient underwent a successful clam shell repair. No further information provided.